Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. This was observed during patient infusion. The device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. This was observed during patient infusion. The device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h10 h10: upon further investigation, it was determined that this report is a duplicate of report of 1416980-2022-00716. All investigation activities will be captured under report 1416980-2022-00716. Should additional relevant information become available, a supplemental report will be submitted.